Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm packaging was leaking before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 8:00 on (B)(6) 2020, the patient needed to use the indwelling needle for treatment. When checking the integrity of the indwelling needle before use, it was found that the outer package was leaking. The indwelling needle should be stopped immediately and the intact indwelling needle should be replaced"

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm packaging was leaking before use. The following information was provided by the initial reporter, translated from chinese to english: "at 8:00 on (B)(6) 2020, the patient needed to use the indwelling needle for treatment. When checking the integrity of the indwelling needle before use, it was found that the outer package was leaking. The indwelling needle should be stopped immediately and the intact indwelling needle should be replaced".

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8305819. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.